Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2023, the patient underwent laparoscopic peritoneal dialysis catheterization and treated with local anesthesia. After the catheter was implanted, there was leakage of peritoneal dialysis fluid. A crack was found on the catheter where the leak observed. The polyester sleeve inside the catheter was inspected for rupture. There was no adapter issue. The lumens were not flushed prior to use. There was no excessive force applied on the device. There was no unusual observed on the catheter prior to use. There were no other products being utilized with the on the catheter. The repair kit was not used. During the surgery, a new implant catheter was replaced directly on the operating table as intervention/treatment performed. The drainage of the patient¿s postoperative drainage tube was unobstructed and without leakage. Treatment (lotions/ointments, medications), ointments, wound dressings, sepsiderm and cleaning agents were unused during the event. The patient was not responsible for any type of catheter maintenance. The treatment was completed. There was a very small amount of blood loss (submuscular hemorrhage), but blood transfusion was not required. The patient was in stable condition. There was no reported patient injury.